Event description:
A report was received that the patient developed infection at the pocket and midline incision sites. Symptoms were redness, soreness and discharge. The patient was prescribed antibiotics. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient's wound sites were not healing properly and were opening up. The physician did not believe that the patient was infected. The patient underwent an explant procedure of the entire system for precaution. Additional suspect medical device components involved in the event: model #: sc-8352-50, serial/lot #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the pocket and midline incision sites. Symptoms were redness, soreness and discharge. The patient was prescribed antibiotics. The patient was reportedly doing well.